Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer had been hospitalized for 10 days for pain in the left arm, although the device had been ¿discharged for approximately three years because they lost their recharging system over a year ago¿ as well as it being due to patient compliance so they couldn't recharge the implantable neurostimulator (ins), and as a result the device became overdischarged. The staff wanted the device ¿turned back on¿ so on (B)(6) the manufacturer¿s representative (rep) performed two physician mode recharges which allowed the consumer to get to a normal recharge session. Following this the consumer was instructed to charge to full and the rep. Would clear the power on reset (por) on (B)(6). On (B)(6) the consumer informed the rep. They removed the recharger 10 minutes after they left on (B)(6), so when the rep. Tried to start a normal recharge session they were unsuccessful. After this it was apparent to the rep. The consumer wasn't interested in being compliant, so the issue wasn't currently resolved. No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type ii and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.